Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Opened a 32 +1 (1365-21-000) box. Item product code and description were incorrect listed as a 28 +1.5. Lot number was correct. Head appeared to be a 32mm.

Manufacturer narrative:
Product complaint # (B)(4). Upon investigation of the complaint, it was determined that the product has the incorrect part number and size etched on the product. It has been confirmed that the package labeling correctly identifies the actual implant as a part number 1365-21-000, 32mm +1 and the etching incorrectly shows part number 1365-11-000, 28mm +1.5. This product was reported in error. There was no serious injury reported. Additionally it was determined that if the event were to recur it is not likely that this would cause or contribute to a serious injury. Depuy considers the investigation closed at this time. Retraction of (B)(4) under mrn 1818910-2021-07778.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.